Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed. Reference medwatch 1213643-2008-00433 for info related to composix kugel mesh implanted in 2006. Note: information rec'd states that the kugel patch implanted on the same day, had nothing to do with this event, therefore, no medwatch required.

Event description:
In early 2005: treatment for middle line abdominal incisional hernia, where composix mesh was placed. In 2006: hernia relapsed on the mesh at 12 o'clock and 6 o'clock directions. For the relapsed hernia at 12 o'clock, a kugel patch was placed above peritoneum. For the relapsed hernia at 6 o'clock, removed a part of adhered bowel and placed a composix kugel. The compsix kugel was placed to overlap with the composix mesh and sutured with 6 stitches. In 2008: the pt came to the hosp due to abdominal pain. A stoma (approx. 4 cm long) was found 2 cm below umbilici. On ten days later: all three mesh patches were removed.